Event description:
It was reported that the touchscreen of their pump was cracked, unresponsive, and illegible. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to manual injections for insulin therapy.